Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/06/2019. The manufacturer¿s international customer specialist confirmed the reported issue. The manufacturer¿s international customer specialist replaced the data acquisition (da) board. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined.

Event description:
The customer reported that the pressure accuracy test failed at the 0hp setting. There was no patient involvement.